Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and caller will reset the pump on their own. Cts advised caller to call back if further assistance is needed with pump reset. There was no adverse impact to the customer¿s blood glucose level.